Event description:
Additional info provided by the reporting surgeon indicated they did not feel the event was lens related. The surgeon indicated that the dislocation was likely due to trauma.

Event description:
A surgeon reported that an intraocular lens became dislocated due to a broken haptic and was replaced. Add'l info has been requested.